Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2025 and the patient began experiencing swelling redness on (B)(6) 2025. The patient consulted hcp who confirmed the symptoms as infection. The hcp prescribed antibiotic fucimixbeta (antibiotic cream), but on (B)(6) 2025, the symptoms worsened and became a bubble which then popped. The patient visited hcp on (B)(6) 2025 where it was observed that sensor had come too close to the skin surface. The hcp decided to remove the sensor. After removing the sensor, the area completely healed with the help of fucimix beta ointment. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site leading to sensor removal. The symptoms first appeared on (B)(6) 2025. The patient consulted hcp who prescribed antibiotic fucimixbeta (antibiotic cream), but since the symptoms worsened, the hcp decided to remove the sensor.